Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the console device ran very hot and did not work with the motor device at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date of this report was inadvertently documented as aug 22, 2017 in the initial report. The correct date was aug 14, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device would run very hot was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device one pin was pushed in on the foot pedal connector port. It was determined that the issue with the pin pushed back in the connector port was consistent with the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that the root cause was due to misuse, abuse and or use error. If additional information should become available, a suplemental medwatch will be submitted accordingly.